Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported cuff miss/suture retrieval issue appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported difficulty removing the suture; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a pan-angiography diagnostic procedure. Reportedly, after deployment, when removing the needle plunger, no suture was present, a cuff miss occurred. While attempting to remove the proglide device from the patient anatomy, the suture stuck inside of the "metal part" of the proglide, so the suture had to be cut in order to remove the device from the anatomy. Bruising occurred in the right groin at the access site. An attempt was made with a second proglide device; however, when removing the device after deployment a suture break occurred when advancing the knot. Manual arterial compression was applied for 30 minutes for the bruising and to achieve hemostasis. There was no adverse patient sequel. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.